Manufacturer narrative:
(B)(4) date sent: 10/10/2016. Batch # (B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damage causing the lockout failures. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when attempting to place a clip on the cystic duct, the clip stayed lodged in the jaws after being fired. The surgeon had to manually open the handles to get the clip dislodged. After the clip was dislodged, he was able to use the same device to complete the case. There were no patient consequences reported.